Event description:
It was reported that during a cardiac ablation procedure, noise was detected on electrodes 1 and 2 of the catheter when it was inserted into the heart. The catheter interface cable was replaced first, but the issue was not resolved. After the catheter was replaced, the noise on electrodes 1 and 2 was eliminated. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0013018861 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the electrode wire e1. During the inspection of the spiral array segment, electrode wire at e1 was observed to be broken. In conclusion, the catheter did not pass the returned product analysis due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.